Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and blood leakage in hemostasis valve occurred. It was reported that during the operation, blood leakage was found around the hemostasis valve at the end of the device. A new device was used to complete the surgery and there was no patient injury reported. The hemostatic valve was not dislodged. The amount of blood loss was not documented as they immediately ceased usage of the complaint device. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 5-apr-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and blood leakage in hemostasis valve occurred. It was reported that during the operation, blood leakage was found around the hemostasis valve at the end of the device. A new device was used to complete the surgery and there was no patient injury reported. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. Due to the condition of the hemostatic valve, an internal action was opened. A device history review was performed for the finished device 50000196 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).